Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. Another lv lead was successfully placed. No adverse patient effects were reported.